Event description:
It was reported that the customer was constantly receiving a no delivery alarm for 2 weeks. Customer stated that it may be the motor running down. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer stated that she inserts in areas where there is hardened or scarred tissue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.